Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a consumer was trying to connect an infusion set to a bd insyte¿ autoguard¿ bc winged, a piece of the ¿blue hub¿ was found broken. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: addendum added to address the following request: according to the results no defect was found but on the provided picture can be observed that the circuit of the hub is uneven the photos provided for this incident were once again reviewed and found that they did not that they did not supply sufficient evidence to identify or confirm the damage/failure stated in the pir; no damage or anomalies were observed. A photo of a laboratory provided (acceptable) similar catheter was taken to demonstrate the similarities in the unit in the photos provided with that of an acceptable unit. Note; that any unevenness is to the threads is not defective. Lot analysis: device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: MDR: review was conducted with the following results disclosed: this lot (7303969) was built on (B)(4) on 02nov2017 through 05nov2017 and packaged on pkg. Line 10 for the quantity of (B)(4) units. Per review it was noted that there was 1 qn initiated for a non-related issue and no related rejected findings throughout the build of this lot that would impact upon the quality of the product of the catheters in respect to the defect noted in the pir. Set-up and in-process samples (including but not limited to damaged component (hubs)), all the inspections passed per specifications. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s1 severity ranking. Review was conducted for this MDR- level a investigation; as a result of the review there were no related reject activity findings relevant to the defect associated with the lot number provided for this incident. Visual analysis; observations and testing: although a sample was not returned photos were provided for evaluation of this incident. The photo revealed the unit was of a blue 22g blood control winged adapter which had traces of media present. Observed the adapter was intact. Damage to the inner rim/inside of the adapter, or the outer thread or end of the adapter (i.e. Crack, grooves, mis-molds, etc.) Could not be identified. The photos did not reveal sufficient evidence to identify any damage to the adapter. There was no physical/mechanical evidence observed to indicate that the manufacturing processes were a contributing factor to the failure stated in the pir; therefore this incident is indeterminate. Investigation samples(s) meet manufacturing specifications: yes; evaluation of the photos provided for this incident revealed no anomalies or damage to the winged adapter. Conclusions: confirmation of the failure of needle hub defective / damaged, as stated in the pir, was inconclusive based evaluation of the photos provided for this incident. Confirmed the photos provided for this incident did not supply sufficient evidence to identify or confirm the damage/failure stated in the pir; no damage or anomalies were observed. There was no evidence to confirm or support manufacturing process related issues for the defect reported in the product incident report. Investigation conclusion: root cause: relationship of device to the reported incident: indeterminate ¿ the failure stated in the pir was not identified or confirmed based on the evaluation of the photos provided for this incident.